Event description:
It was reported "ir placed 4f single lumen PICC. Clinician reported leaking from the end cap. End cap was replaced a few times. A new sl PICC was placed. The same thing occurred. They then tried a different end cap (needless connector) and this resolved the issue." This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed seven other similar product complaint(s) from this lot number.